Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The collar was off the flat filter. Each flat filter contains retention edge which is designed to hold rotating collar connected with filter. Retention edge on returned sample was found to be damaged and therefore it could not hold rotating collar in place. The reported issue was confirmed. The root cause of the reported issue is possible that this event was the cause, but it was not possible to identify the timing of flattening of the retention edge and the cause of the reported event. The occurrence of this event will be notified to the manufacturing department, record this event in the database, and monitor the future occurrence situation. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after connecting when the customer was using the product,the flat filter to the connector, it was noticed that they were disconnected. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).